Manufacturer narrative:
Date of event: exact date unknown, event occurred few months the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: (B)(4). Model: sc-2408-56 serial: (B)(4). Batch: 5173793 / 5173791.

Event description:
It was reported that the patient was having severe pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.